Event description:
It was reported that during an lsh procedure, the tip of the blade broke off while in the pt, the tip fell into the pt. The tip was located and removed from the pt. Another device was used to complete the procedure.